Event description:
Boston scientific received information that this right ventricular lead was explanted due to dislodgement. A new lead was implanted. No adverse patient events were reported. This report will be updated if further information is received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.